Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 79 months ago. Vessel morphology currently was reported as no tortuosity, no calcification, severe disease progression with aortic neck dilatation, and moderate aortic neck angulation, 45 degrees. The diameter of the aortic neck at the renal artery was 19 mm and the diameter 15 mm below the renal arteries was 24, a reverse funnel shape. It was reported that the stent graft has migrated 35 mm with a type I endoleak. The pt had a pseudomonas infection, not related to procedure or device, in the left groin, therefore, the physician went through the right groin and left arm brachial. The physician elected to implant two aortic cuffs. The first graft implanted was a 26 aneurx and the second was a 26 talent. (MDR#: 2953200-2010-00233). The final angiogram revealed that there was a proximal type I endoleak present and the physician placed a third cuff, an 26 aneurx, there was still a slight unk endoleak. The pt will be continued to be monitored. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Intervention required) - (B) (4). Eval results: (migration, endoleak). (Severe disease progression with aortic neck dilatation and moderate aortic neck angulation, 45 degrees).